Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that hdmi cables required replacement. The technician performed necessary service activities including replacement of the hmdi cables, tested the function and operation of the monitors and hexavue custom room rack (B)(6) and confirmed them to be operating to specifications. No additional issues have been reported.

Event description:
The user facility reported that monitors connected to their hexavue custom room racks were flickering during patient procedures. The procedures were completed successfully. No report of injury.